Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. This resulted in the customer's blood glucose level displaying "high," although the specific value was unknown, and exceeding a certain threshold. The customer addressed the high blood glucose by administering a corrective injection using manual delivery and did not require any assistance from a third party. The customer continued to use the pump for insulin therapy.